Manufacturer narrative:
The complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
Pt reported the infusion set cannula leaked insulin and this resulted in hyperglycemia. He changed the infusion set on (B)(6) 2013 at 7:45 pm and his blood glucose was 120 mg/dl at 10:00 pm. His blood glucose elevated to 511 mg/dl on (B)(6) 2013 at 5:55 am and he detected the self-adhesive of the infusion set was wet. The infusion set is inserted manually. The infusion set was requested for eval. He did not require treatment from a health care professional or second party to address the issue.